Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). A companion sample was submitted for evaluation. Visual inspection revealed no non-conformances. A luer syringe was attached to the y site and fluid was injected. No leaks or other abnormalities were revealed. The set was then leak tested under water and no leaks were revealed. Therefore the reported problem has not been confirmed. It is unknown what caused this reported condition. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) of a chemo aid set that leaked after adding cytostatic drugs via the valve. It seemed to the customer that the valve blocks and doesn't function as an antireflux. This occurred in the laminar flow cabinet. A nurse had to clean up the leaked solution. There was no patient involvement or medical intervention necessary. No additional information is available.